Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported having air bubbles in her reservoir. Customer's blood glucose was 200 mg/dl. The customer stated the air bubbles was in the tubing, four inches from the insulin pump. It was also stated the air bubbles were champagne size. The customer was advised to change the infusion set. The customer was able to clear the air bubbles at the end of the call. No additional information provided.